Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool patient and the arctic sun device registering patient temperature (pt) was at 23.8c, targeted temperature (tt) was 33.5c rectal probe placement verified. Had them plug probe into monitor and it registered 33.8c. Plugged back into device and checked connections, patient temperature (pt) was registering 33.5c. Flexed cable and patient temperature (pt) was jumped from 33.5c to 32.1c to 36c. Advised to swap out to another temperature in cable and call back if additional assistance was needed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Had them plug probe into monitor and it registered 33.8c. Plugged back into device and checked connections, patient temperature (pt) was registering 33.5c. Flexed cable and patient temperature (pt) was jumped from 33.5c to 32.1c to 36c. Advised to swap out to another temperature in cable and call back if additional assistance was needed. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool patient and the arctic sun device registering patient temperature (pt) was at 23.8c, targeted temperature (tt) was 33.5c rectal probe placement verified. Had them plug probe into monitor and it registered 33.8c. Plugged back into device and checked connections, patient temperature (pt) was registering 33.5c. Flexed cable and patient temperature (pt) was jumped from 33.5c to 32.1c to 36c. Advised to swap out to another temperature in cable and call back if additional assistance was needed.